Event description:
Attorney reported: on (B)(6)2007, patient underwent a ventral hernia repair with a bard composix e/x mesh implanted in this procedure. Patient continued to experience pain and discomfort from shortly after the mesh was implanted, requiring multiple procedures and medications for pain control. On (B)(6)2008, patient underwent surgery at which time her surgeon explanted the mesh, removed adhesions and placed an allomax mesh graft. The surgeon documents that there is an increasing bulge in the midline consistent with recurrence of her hernia and the mesh pulling away from the fasical margins. Surgeon also notes during the procedure that there were adhesions to the small bowel, colon and omentum. On (B)(6)2008, patient was found to have another recurrent hernia which requires surgical intervention. On (B)(6)2008, patient underwent surgery to repair her recurrent hernia. At that time the surgeon removed the allomax mesh and implanted a composix e/x mesh. Patient continued to suffer chronic pain and discomfort from the mesh. On (B)(6)2009, patient underwent surgery yet again for repair of a recurrent abdominal incision hernia. At that time, the surgeon notes in the operative report that the mesh had completely separated from the fascia. A non-bard mesh product was placed to repair the hernia at this time. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. See MDR 1213643-2010-00361 for information related to the composix e/x mesh implanted on (B)(6)2008.